Event description:
The pt ((B)(6)) received an scs system including an ipg on (B)(6) 2009. It was reported that the pt's ipg was replaced in (B)(6) 2011 due to an increased recharge burden. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.